Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep indicated that the software version of the synchromed app was 2.0.1460. Additional information received indicated that rep mentioned that the patient had morphine and baclofen in the pump.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (baclofen 2mg/ml at cannot be obtained; not documented) and unknown morphine drug (morphine 10mg/ml at cannot be obtained; not documented) via an implantable pump for unknown indications for use. It was reported that the patient was admitted to a hospital with potential overdose symptoms. There was no medtronic representative that was present or called to assist with the pump refill in the office. The refilled was performed by the physician assistant. There was a change in medication concentration, but it was not changed in the pump tablet, so no bridge bolus was alerted as they kept the same contraction from previous. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: the physician will call in orders for next steps. Outcome: the issue was not resolved. The hcp has no further information for medtronic. Surgical intervention was asked but unknown. The patient weight and medical history were asked but unknown. The patient was alive and no injury. On 2024-10-23 (B)(4) (rep): additional information was received a company representative (rep stated that the patient was refilled on 2024-10-18 with double the concentration of both medications, however no bridge was done. He stated they also did a five percent dose increase at that time. The patient had overdose symptoms, and they wanted to program the pump correctly. Reviewed based on primary dose of 1.45/day and 5/ml drug would have been there in a couple of days so at this point. The patient was getting twice the programmed dose. Explained when correct concentration was entered, no bridge would need to be done since the drug would already be through the system. Once correct concentration is entered, then dose displayed would be correct going forward.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, in regards to if the cause of the overdose symptoms was determined, the physician increased the patient's pump daily dose by 5% in the office. In regards to actions/interventions taken to resolve the overdose symptoms, the physician put in orders to the hospital to have the pump settings reduced by 50%. At the time of this report, the patient had stated that she was "doing fine". There were no other actions taken or planned that the reporter was aware of. The patient was not given antibiotics or other medications to treat the overdose symptoms that the reporter was aware of.

Manufacturer narrative:
Continuation of d10: product ID: a810: product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.